Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent upon completion of investigation.

Event description:
The event is reported as: complaint alleges: "customer stated that the catheter slipped out of the patient. Mostly the catheter slipped out of the patient at the second postoperative day." No patient injury reported.